Event description:
Patient followed-up to inform that she is recovered.

Manufacturer narrative:
A review of the lot batch record concluded there were no observed abnormalities in the weighing, formulation, filing, and packaging steps. The batch was manufactured in accordance to product specification. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device was discarded. An assessment of the case was completed by valeant medical personnel. Usually teeth not coming together, after a dental visit is due to straining the tmj during the visit from opening the jaw for a prolonged period of time, or inflammation around the tmj. This is possibly related to needle trauma unlikely related to the device. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A dentist reported a patient received a mandibular block and long buccal injection by gow gaites technique of septocaine buffered with onset dialed to 18 on tooth #19. Twelve days later, the patient reported pain at the injection site and swelling in the retromolar left area and in the left cheek area but the doctor stated the area was not visibly swollen. Patient was placed on a medrol dose pack, given 2 tablets of amoxicillin and referred to a periodontist. No infection was present so an antibiotic was not fully prescribed. The doctor made the patient a splint to keep her teeth apart. A follow-up was made with the patient who works at the dental office. The patient finished the medrol dose pack and started neproxin, an anti-inflammatory and robaxin, a muscle relaxant. At this time, she is no longer taking the medications but is still using the splint every night. Her back teeth are still not together and it is tight but there is no pain. She is using her front teeth when biting and chewing and is slowly getting back to normal.